Event description:
A hemodialysis inpatient user facility reported that during treatment, a blood leak occurred. The leak was visually observed in the dialysate and the machine alarmed. The clinic manager stated that there was a ruptured fiber in the dialyzer. Estimated blood loss was less than 300 cc's. The pt had no adverse effects. Sample is not available. Sample was discarded.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material and process controls were within specification.